Event description:
The customer reported that a pt got up out of bed and fell. The caregiver found the pt on the floor and then 20 seconds later the alarm sounded. The caregiver confirmed that the alarm was set at zero delay with the volume at 10. There was no serious pt injury. The customer also reported that there was no visible damage to the alarm and it appeared to be functioning normally after the incident occurred.

Manufacturer narrative:
Product has been requested to be returned but has not been rec'd. (B) (4).